Event description:
An amazon review was received from a consumer stating that multiple packs of trojan bareskin condoms have broken. The consumer alleges that plan b was purchased in addition to going for sti testing. In the absence of confirmation, this complaint will be conservatively reported based on the allegation of a product malfunction.

Manufacturer narrative:
This report and the information submitted under this report do not constitute an admission that the device or church & dwight co., inc. Or any of its employees caused or contributed to the event described herein or that the event as reported to church & dwight co., inc. Actually occurred.